Event description:
It was reported that bd alaris smartsite pump infusion set was occluded. The following information was received by the initial reporter with the following verbatim it was reported by customer that they are not able to flush.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2000e and lot# 24075028 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 02jul2024 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for material# 2000e and lot# 24045686 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 24apr2024 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set.